Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board (patient board set), causing no image on olympus series 180 scopes. In addition, a misaligned pip connector was found, preventing the pip cable from fully inserting so the cable can be locked.

Event description:
A user facility reported to olympus that no video output was observed with a "known good" scope attached. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
There were no other devices involved in the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the report of "no image" was due to accidental failure of the synchronization circuit on the patient board. The likely cause of the misaligned pip connector, found on the device evaluation, was user handling.* *as stated in the instructions for use, as a preventive measure, "do not apply excessive force to the video system center and/or other instruments connected."